Event description:
It was reported that the patient did not have therapy coverage on the left side. X-ray results revealed that the left lead had migrated. Reportedly, patient had a fall. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective therapy was confirmed post op. Investigation was unable to determine which of the leads migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000091305. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.